Event description:
It was reported that during the implant procedure, the physician had trouble advancing the stylet through the lumen of the lead. When the lead was connected to the analyzer, the impedance readings were high. The lead was thought to have a possible fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).